Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. The event had been submitted via a remedial action report on 2016-10-28. Analysis completed on 2016-11-30 indicated that the device no longer qualifies for exemption reporting and is being submitted on an individual regulatory report. Product event summary: the distal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a multilumen tubing void at the first rib/clavicle location while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2016, lead trend shows rv pacing impedance rising to a high of 2033 ohms and is variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, ventricular sensing integrity counts increased up to 952; non-sustained ventricular tachycardia (nsvt) episodes were collected due to lead noise oversensing. Concomitant medical product: d224trk ICD, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned to the manufacturer after being explanted due to high impedance and noise/oversensing. Fracture was suspected. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.